Event description:
During routine testing of the device at the service center, the service tech reported a main battery failure occurred. No other details regarding the nature of the event were provided. The monitor was originally returned for a color chip failure. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.